Manufacturer narrative:
(B)(4): the customer reported that the mar report doesn't clearly define discontinued orders after stop date is entered. No pt harm was reported. The available info supports that the pt order is labeled as "discontinued." Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the mar report doesn't clearly define discontinued orders after stop date is entered. No pt harm was reported.